Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils in the target location using a non-penumbra microcatheter. The physician then attempted to place another ruby coil, however, the embolization coil would not form within the vessel. Therefore, the ruby coil was removed, and the procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.